Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases fold, yellow particles on inner shell, and two openings. Leak test and microscopic analysis were performed which identified a smooth crease opening on the radius and a striated opening on the posterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a smooth crease opening on the radius assessed as fold flaw opening, and a striated opening on the posterior assessed as surgical damage consistent in the use of some surgical tools. Additional, changed, and/or corrected data: d.10., h.3., h.6.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.